Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device used on the patient; see MDR no. 3013394970-2018-00267 for the second device reported.

Event description:
The user facility reported that while using an angio-seal device resistance was felt when the locator was being inserted into the insertion sheath. The device was then replaced with another angio-seal device. However, the same issue happened with the second device. The locator was not inserted into the insertion sheath due to resistance and manual compression was then applied to achieve hemostasis. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 10 mm. The size of the sheath ancillary used was 8 fr. It was reported that the patient had to no health damage.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.